Manufacturer narrative:
D4: lot number 19k0504 was added. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection of the actual device showed that the pbs pump segment of the set was disconnected. No traces of solvent was observed on the tube. The reported condition was verified. The cause was manufacturing related. The involved operator has been retrained. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: unknown date in (B)(6) 2020. Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed during rinsing, immediately after unpacking of a prismaflex set. There was no patient involvement. No additional information is available.